Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) exhibited mis-named pause alarms and did not capture pause alarms set for 3 seconds. They were not triggered when at 3.2 seconds and alarmed bradycardia instead of pause. Additionally, an incorrectly named pause alarm exhibited for 4.9 seconds, which should have alarmed asystole. No patient harm was reported. Service requested / performed: troubleshooting. A cross functional team reviewed all available information and concluded the following: the device did not trigger an alarm for v-tach as the morphology of the complexes in the lead being monitored did not change. As the morphology did not change, the device recognized those beats as being normal. Because the beats were classified as normal, the rhythm below did not meet the pre-set v-tach threshold of 4 or more ventricular beats in a row and a corresponding heart rate of above 110 beats per minute. In addition, the heart rate below appears to be approximately 110 beats per minute and thus did not trigger the tachycardia alarm which is set to a threshold of 140 beats per minute. Investigation summary: the overall risk score is medium. The root cause is determined to be user misunderstanding of device functionality. The customer was provided arrhythmia monitoring analysis algorithm which describes how the device detects, interprets, and reports various arrhythmias. Service history for this customer site shows the reported issue has not reoccurred, data current as of 07/06/2021. No CAPA is required at this time. The following fields are not applicable (na) to the MDR report: d4: lot# & expiration date. G4: device bla number. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: additional information: b4: date of this report. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H3: device evaluated by manufacturer? H6: event problem and evaluation codes. H10: additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) exhibited mis-named pause alarms and did not capture pause alarms set for 3 seconds. They were not triggered when at 3.2 seconds and alarmed bradycardia instead of pause. Additionally, an incorrectly named pause alarm exhibited for 4.9 seconds, which should have alarmed asystole. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) exhibited mis-named pause alarms and did not capture pause alarms set for 3 seconds. They were not triggered when at 3.2 seconds and alarmed bradycardia instead of pause. Additionally, an incorrectly named pause alarm exhibited for 4.9 seconds, which should have alarmed asystole. No patient harm was reported. Additional troubleshooting has not yet been performed. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) exhibited mis-named pause alarms and did not capture pause alarms set for 3 seconds. They were not triggered when at 3.2 seconds and alarmed bradycardia instead of pause. Additionally, an incorrectly named pause alarm exhibited for 4.9 seconds, which should have alarmed asystole. No patient harm was reported.